Event description:
It was reported that upon cast removal with the cast cutter, skin lacerations were noticed on the patient. The procedure was completed successfully. Surgical delay and medical intervention are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that upon cast removal with the cast cutter, skin lacerations were noticed on the patient. The procedure was completed successfully. Surgical delay and medical intervention are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event, skin lacerations, was possibly explained. The technician visually confirmed the screw attached to the output assembly that holds the blade down could be completely unthreaded. Upon disassembly the tech found other components in need of replacement due to wear or preventive maintenance, but there were no other symptom failures identified. The output shaft assembly, which holds a blade and includes the screw that unthreaded, was determined to be the primary failure. A failure of the component that holds the blade could cause unintended motion and result in an injury. A worn or damaged output assembly can possibly contribute to the reported comments in this case. Additional factors that may contribute to this type of event include the blade type or condition or not installed properly, type of cast material being cut, extreme or heavy corrosion in the unit that could affect movement of the device, and typically the most common cause, a customer cutting technique, such as the user dragging the blade while cutting, which is warned against in the IFU.